Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-09280, 0001825034-2018-09282. Concomitant medical products: uknown maxim femoral, uknown maxim tibial tray. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient underwent a revision of the tibial bearing due to instability. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore, the condition of the components is unknown. Review of the provided radiographs by a health care professional identified abnormal alignment of the left knee arthroplasty with anterior subluxation of the femur in relation to the tibia and varus alignment. The tibial and femoral components are in direct contact anteromedially. There is marked osteopenia. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.